Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the error was due to x-ray-tube arcing. X-ray-tube arcing is a side effect when generating x-ray with high voltage. Negative effects of arcing are managed by the system in a way that there is no significant impact to the clinical procedure. Further imaging can normally be continued after arcing stops. If tube arcing exceeds a certain level, which is mainly caused by a bad vacuum, there is less x-ray release possible, until x-ray is no longer available. In such cases, the user is instructed to contact the service organization, which will either recover the tube via tube conditioning or, if conditioning fails, will replace the tube which is an expendable item. In the case given the x-ray tube has been exchanged and the system was up and running as intended afterwards. The error mentioned in the complaint has not been reported again. The occurrence rate of the error pattern and the spare parts consumption of the affected part has been checked. Any accumulation of errors or even a systematic error that would lead to corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported tube arcing. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.